Event description:
The customer reported that there was no live image when the system was booted up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a damaged connector pin. The system operates as intended.